Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: patient information not available. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked during use at the base of the bubble trap. No patient or staff injury was alleged.